Event description:
Related manufacturer reference number:1627487-2024-00460,1627487-2023-06014. It was reported patient was having ineffective stimulation and reported a fall which led to impedance issue and fracture of lead and a broken anchor. As such, surgical intervention took place where the fractured lead and broken anchor were explanted, replaced, and therapy was successfully restored.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial:(B)(6), batch: a000046796.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.